Event description:
The advocate stated the customer tested her blood glucose and rec'd reading of 300 mg/dl using her contour meter. She retested using her elite meter and rec'd a reading of 88 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate declined to troubleshoot the contour meter and just insisted it be replaced. The test strips and meter are to be returned for eval. Replacement products were sent to the customer.